Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round high profile 310cc and suffered from breast pain bilaterally, cutaneous contour deformity on the right breast implant and device migration and breast mass on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.